Event description:
The customer reported that the valve was leaking prior to being implanted. It occurred intra-operatively without any adverse consequences to the patient and/or delay in surgery greater than 30 minutes. Another valve was used to finish the case.

Manufacturer narrative:
Please be advised that per the new matrix, this event is now reportable. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.